Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). (Customer calling back on internal report: # (B)(4)). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: customer called back on 04/08/2019 to advise that on (B)(6) 2019 she sought medical attention due to hi results and symptoms. Her blood glucose reading at the ER was 314mg/dl and insulin was administered. She was diagnosed with high blood glucose and was discharged on the same day (9 hours later). Customer is no longer experiencing symptoms and no further medical attention is required.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms dry mouth, increased thirst, nausea and a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms, but could not obtain more information due to symptoms. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 02/21/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.